Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER after experiencing a vibratory notifier. Upon interrogation increase high voltage lead impedance was noted. On (B)(6) 2017, a complete dft test was successfully performed. Patient was asymptomatic. Lead remains implanted.